Event description:
The catheter found flattened during the device preparation, was not able to use at first place. Therefore the physician change to another 032 catheter, the procedure was completed successfully.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the entire distal portion this catheter is pinched/smashed approximately. The distal portion of this catheter is curled from the pinch/smash in the shaft. Conclusion: the complaint has been evaluated and confirmed. The physician describes that the catheter was found flattened during device preparation. During evaluation this catheter was re-inserted into its original hoop with no problem. The cause of this damage cannot be directly determined and was not mentioned in the complaint. However, the nature of the damage appears to be consistent with handling damage during device removal from the package and device preparation. The flattening suggests the catheter may have been whipped down and pinched along the distal shaft. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.